Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide device revealed that the needle plunger, suture, link, anterior, and posterior cuffs, were not returned with the device, which limited the scope of the investigation. There was no needle strike mark at the posterior portion of the foot to suggest a posterior needle-to-cuff miss had occurred. Needle strike marks can indicate that the needle hit the foot instead of engaging with the cuff inside the foot pocket during needle deployment. Additionally, there were no abnormal observations that could contribute to the reported needle-to-cuff miss. A needle-to-cuff miss can be caused by incorrect deployment techniques, such as; a failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger, and inadequate positioning of the foot against the arterial wall. However, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique. Patient anatomical conditions can also influence needle deployment. Although, there were no challenging anatomical conditions reported, calcification was observed at the posterior portion of the foot, which could have contributed to the product experience. However, the customer reported that the vessel was normal with no calcification, plaque, or scarring. In addition, it was reported that the tissue tract was not deep, and the patient was not obese. Manufacturing is another possible cause; however, this is unlikely since every device is checked twice during manufacturing to ensure proper needle trajectory and a sampling of units are destructively tested to verify product quality. During lab testing, a proxy needle plunger was inserted into the body of the device resulting in acceptable needle trajectory and push mandrel travel, which met the manufacturing criteria. Moreover, due to all of the related components of the device not being returned for investigation, manufacturing-related deficiencies could not be identified. A query of the complaint database for this lot revealed no similar incidents. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and its investigation findings. Based on the reported information and our investigation, the probable cause for the reported needle-to-cuff miss could not be determined. The investigation did not detect a manufacturing or quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after a diagnostic catherization procedure through a 6f sized sheath, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and a starclose se device was used to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the perclose proglide device. Though requested, no additional information was provided.